Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion issue was verified while based on the analysis, the alleged fill estimate issue could not be verified; however, a different issue was identified.